Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being serviced. The root cause was determined to be leak on the blower module, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Flow sensor calibration fails in preop. When trying flow sensor calibration in service mode we get extra message: "reference flow out of tolerance: 0.00l/min (limit: 9.00 l/min)" if we do insp. Valve test under pneumatics 1 the values are ok, and we can calibrate the external flow sensor. But after 1-2 restarts it fails calibration flow sensor calibration again in preop and in service mode. So every time we want to calibrate flow sensor, we have to do insp. Valve test first. Under system test the flow values are correct even when the flow sensor calibration has failed.

Event description:
Flow sensor calibration fails in preop. When trying flow sensor calibration in service mode we get extra message: "reference flow out of tolerance: 0.00l/min (limit: 9.00 l/min)" if we do insp. Valve test under pneumatics 1 the values are ok, and we can calibrate the external flow sensor. But after 1-2 restarts it fails calibration flow sensor calibration again in preop and in service mode. So every time we want to calibrate flow sensor, we have to do insp. Valve test first. Under system test the flow values are correct even when the flow sensor calibration has failed.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being serviced. The root cause was determined to be leak on the blower module, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g1, g3, g6, h2, h4.